Event description:
The customer reported a failure to discharge on the 9th attempt after successfully delivering 8 shocks during a pt event. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4): the customer reported a failure to discharge on the 9th attempt after successfully delivering 8 shocks during a pt event. There was no report of negative pt impact. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.